Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of an atrial fibrillation (af) episode and an untreated episode. It was noted that the patient had lost a significant amount of weight and the device was noted to be moving in the pocket. Technical services (ts) discussed troubleshooting options in addition to obtaining an x-ray of the system. The patient was seen back in clinic one week later. It was reported that an inappropriate shock had been delivered due to continued oversensing of noise. Device migration due to weight loss or potential damage to the electrode was suspected to be the cause. An x-ray was performed and showed no clear damage to the electrode. Noise was able to be reproduced by palpating the area around the device, but was unable to be recreated when palpating the xyphoid area. The patient was scheduled for system explant on a future date. No adverse patient effects were reported. This product remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that surgical intervention was undertaken. This subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.